Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H3: product analysis of part# (B)(4), lot# 1108526r lens was not clear and there was a dent in the outer tube, and that the o-ring was missing confirmed during inspection. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a n endoscope used for spinal therapy. It was reported that the endoscope was not clear. Additional information received from manufacturer representative that the procedure involved was med. The product didn't come in contact with the patient. There were no patient symptoms or complications reported as a result of this event.